Event description:
It was reported that the patient received patient notifier alerts for low atrial lead impedance. Intermittent atrial noise was also noted. The patient notifier for atrial lead impedance was disabled. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.